Event description:
It was reported that this product was part of a system revision due to infection. The device was explanted and out of service. There were no additional adverse effects reported. Additional information was received that this patient expired one day post-explant procedure. The local field representative reviewed hospital paperwork and noted that the diagnosis at the time of death was ICD infection.

Manufacturer narrative:
This initial report was not submitted previously. As per request by the FDA on (B)(6) 2024, the initial report has been resubmitted in an effort to release follow-up 001 and 002 from hold status.